Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Multiple reports involving the same product, with the same issue from the same facility. Ref (B)(4) support rod of budde halo was reported to have damage to the locking mechanism. The customer alleges this is a product fault rather than customer user error. The unit was not in contact with a patient and there was no injury, however there was a 15 minute delay in surgery.